Manufacturer narrative:
No product has been returned for investigation. A review of xray films provided confirm the reported event. Labeling review: potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Patient education: "...the patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw. The bulleted portion of the nose of the rod and the faceted portion of the rod (where the inserter locks down on the rod) must extend fully outside of the most inferior or most superior tulip on the construct. The set screw cannot be locked down on this unusable portion of the rod, as this may compromise the stability of the construct. Cross connectors are designed specific to the rod diameter and cannot be used on the tapered section of tapered rods. If using cross connectors on tapered rods, only attach them on constant diameter rod sections..." Post-operative warnings: "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..."

Event description:
As per reporter patient underwent a revision procedure on (B)(6) 2018 due to lock screw disassociations. Patient was experiencing soreness and a bump, no patient injury was reported.